Event description:
The customer contact reported a probable operator error in programming the device, which resulted in the pt receiving more medication thatn intended. In 2005 at approx 1700, the pump was reportedly programmed to deliver 2800ml of tpn at a rate of 193ml/hr for a "14 hour cycle." The following day at 0130, the nurse was called to the pt's room due to the pump alarming that the delivery was complete which was earlier than expected. The nurse noted that there was approx 150ml of tpn remaining in the bag. At this time, the nurse reprogrammed the pump to deliver the remaining tpn at a rate of 25ml/hr. The pt was "jittery, flushed and feeling hot" and had a blood sugar level of 48mg/dl. The physician was notified and an order to monitor the pt's blood sugar throughout the night was received. The pt was given juice and a sandwich and by 0600, her blood sugar level had risen to 103mg/dl. After the remaining tpn had infused, the pump was powered off and remained in the pt's room. The pt received the next scheduled tpn infusion that evening using the same pump. It is unk when the device was removed from clinical service. There were no reported adverse pt sequelae. The customer contact reported that after an "internal investigation," they were confident that the event was the result of an opertor error.